Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopic lung cancer resection, after the hand washing nurse installed the nail cartridge according to the normal procedure, hand it to the doctor, closed it and put it into the chest cavity, and found that the nail cartridge jaw could not be opened. The staple cartridge was removed and was replaced with a new one to complete the case. There was no patient harm.